Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The distal end of the subject device was deformed. As the result of checking the manufacturing record of the subject device, there was nothing abnormal was detected. Based on the similar cases in the past, omsc presumes the event occurred due to the following occurrence mechanism. The internal parts of the subject device were deformed since the device was subjected to a load when the user detached the protective cap of the cup from the device. The user inserted the device into the endoscope without realizing the deformation. The distal end of the subject device was broken since the user forcibly withdrew the device from the endoscope. The instruction manual of the device has already warned as follows; *do not remove the protective cap with excessive force and to crosswise directions. This could damage the instrument.

Event description:
During an endoscopic submucosal dissection, the user activated the subject device to stop bleeding. After that, he found that the distal end of the subject device was broken when the user withdrew the device from the endoscope. The intended procedure was completed with another device. No patient injury was reported.